Event description:
The customer reported that the ortho provue analyzer did not detect reactions of a known patient with clinically insignificant antibody (auto-cold). Positive reactions were obtained in manual gel test. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
MFR's second level support reviewed, the images received from the customer and reported that the images showed very weak reactivity in all 3 microtubes of the gel card. However, it was likely that the reactions were below the detection limit of provue. The image also showed that the plate covering the reader camera was bent. An ocd field engineer visited the site, replaced the splitter, syringe, gripper assembly and other components to return the analyzer to expected operation. According to the customer, the patient was known to have a cold antibody that was clinically insignificant. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated.